Manufacturer narrative:
Updated: h6, h10. Corrected: d8. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the ¿manual cleaning is performed under running water during endoscope reprocessing¿ could not be determined, however, the issue was likely the result of user error and or a difference in the facility understanding of proper device cleaning/reprocessing as described in the IFU. The event can be detected/prevented by following the instructions for use which state: chapter 3 section 1 equipment necessary for cleaning, disinfection, and sterilization preparing the equipment to be used. "Before cleaning and disinfecting (or sterilizing), prepare the equipment shown in figure 3.1.¿ ¿caution: the container used for immersion must have internal dimensions of at least 40 cm in length and width, and must not hold the endoscope completely¿. ¿please use one deep enough to allow immersion. Cleaning and disinfection will not be effective unless the endoscope is completely immersed¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus technical assistance center (tac), that the evis lucera gastrointestinal videoscope was routinely cleaned manually under running water. The issue was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was advised to use immersion cleaning at all times as the amount of water, water pressure, and contact time variation is minimized and stable. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.